Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed reversion to safety mode, premature battery depletion, etc.

Event description:
It was reported that the pacemaker was explanted, and no allegations were made against the device. The device was returned to the post market quality assurance department. No adverse patient effects were reported.